Event description:
Patient reported that back to back tests performed on the ss meter using separate finger sticks were 264, 351 and 264 mg/dl (30% difference). No symptoms were reported. Control test result (158) was high - outside of range. The meter is never cleaned. On follow-up, patient confirmed the above results. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.